Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor insufflation and corrosion on the light connector. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the air/water nozzle was clogged with foreign material and the channel tube has foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water supply volume did not meet the standard value, an abnormal sound was made due to the detachment of parts inside the scope connector, the plastic distal end cover had stain and a scratch, the adhesive on the bending section cover rubber was detached, the connecting tube had coating peeling, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the channel tube had a scratch, and the video connector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available. Related patient identifier: (B)(6) - model number: gif-h170.